Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced issues with the volumetric accuracy. The following information was provided by the initial reporter: material no.: 309657; batch no.: unknown. Nuclear med technician inquiring if the manufacturing process for bd 3ml bd luer-lok syringe (ref.#: (B)(4) has changed recently. He states his department has found that the diameter of the syringe has changed, and that in the past 2 weeks the syringes are retaining higher than normal radioactive tracers. He is inquiring if the rubber used to make the syringe is coming from a different supplier. States they were using the syringes in the past and switched over to bd.